Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product used? *please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an arthroplasty procedure on an unknown date and barbed suture was used. During arthroplasty, the suture substitution does not work. Hcp stated that the original product code sxpd2b405 and the substitution code sxpp2b405 was not the same as the original product. The substitution suture does not do the same as the original one. The hcp spoke to clinical nurse but there was no resolution provided. The hcp stated that the substitution device does not hold tissue it was dangerous. Case was completed tying up the suture. There were no patient consequences reported, device is not available for return. Additional information was requested.